Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 8800 system did not meet the requirements according to 15 a ncac 11 .0605 (6). The source to skin distance in a fluoroscopic x-ray system during surgical application shall not be less than 20 cm (15 a ncac 11 .0605 (6). C. The 8800 systems source to skin distance was reported to be 18cm. There was no patient injury reported.